Event description:
It was reported that during a da vinci s nephrectomy surgical procedure, the electronic power at the tip of the permanent cautery hook instrument did not work. The surgical staff observed the wrist of the instrument had broken. The surgeon cut the tip of the instrument and took the instrument out of the instrument arm. The surgeon observed two small black pieces in the patient body. The pieces were retrieved and the planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument's wrist to be detached below the proximal clevis and half of the main tube interface wall is missing. Engineering is unable to confirm some of the items mentioned in the complaint, as electric continuity is good from the banana plug to the cut end of the wire and from the cut end of the wire to the hook. There is no evidence of a broken cable prior to the wrist being cut off. The instrument may have become stuck and unable to be removed from cannula due to a break at the tube to proximal clevis interface. The proximal clevis is intact, but a section of the main tube interface wall most likely collapsed. The wrist was likely cut off to enable removal of the instrument from cannula. No other damage found.